Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump insulin duration setting was incorrect and this lead to insulin stacking. Customer's blood glucose (bg) was 90 mg/dl and was lowering rapidly. Customer consumed juice and sugar to address bg. Customer called 911 for assistance. Customer did not provide details regarding the type of assistance that was received. Customer did not go to the emergency room/hospital. Tandem technical support assisted customer with changing the insulin duration setting.